Event description:
Pt's one touch ultra meter would not power on. Patient reported that tested two days prior pm. Patient described having slurry speech during the time of concern. Patient reported contacting emergency services. A result of "40 mg/dl" was obtained on another meter; however, it is unknown if belonged to the emergency service. There is no information to suggest that the patient attempted to administer self-treatment or receive treatment from a healthcare professional. The customer service representative walked patient through troubleshooting. The battery was replaced less than 1 year ago, battery contacts were in good condition, correct test strips were being used, and battery was correctly installed. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. There is evidence to suggest that the patient suffered an adverse event due to having low symptoms, obtaining a low result, and contacting emergency service due to the meter malfunction. Medical affairs specialist mailed a letter, since the patient could not be reached. Patient's meter was replaced.